Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a search for similar complaints, a review of service history, and a labeling review. The abbott field service (fs) engineer evaluated the issue on site and indicated the flames had originated from cables in the pump bay area that had become burnt and melted after fluid leaked from the waste gutter onto the cables. The cause of the leak was determined to be liquid waste from a cracked waste gutter of the processing module draining onto the various cables; the location of the cracked area of the part is unknown, but the damage was described as being due to corrosion on the surface of the waste gutter. The instrument was removed from the site and replaced with a different analyzer. A tracking and trending review was completed; no trends or issues related to charred parts in the instrument areas in question or of the base gutter assembly were identified. A service history review was completed. Review of the instrument service history showed that technical service bulletin (tsb) 116-079b waste gutter leak prevention) had been completed on (B)(6) 2012 and the (annual) preventive maintenance had been completed on (B)(6) 2015. No indication of a damaged waste gutter or replacement part usage was noted at the time of preventative maintenance. Labeling was reviewed and it was determined that adequate instruction as to performing an emergency shutdown of the architect system when an unusual circumstance indicates an emergency may exist are provided. Based on the available information no product deficiency of the base gutter assembly part or the architect i2000sr analyzer, list number (B)(4) was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer reported a fire was observed inside the architect i2000sr analyzer. The customer indicated that there were no injuries and the fire was put out with a fire extinguisher.